Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. There was contrast in the inflation lumen. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30mm in length, 2.75mm in diameter was located in the severely calcified right coronary artery. A 2.75mmx8mm quantum maverick balloon catheter was advanced for dilation. The balloon was inflated three times; however, on the third inflation at 18 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30mm in length, 2.75mm in diameter was located in the severely calcified right coronary artery. A 2.75mmx8mm quantum maverick balloon catheter was advanced for dilation. The balloon was inflated three times; however, on the third inflation at 18 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.